Manufacturer narrative:
H3 other text: no product returned.

Event description:
It was reported that a patient experienced "violation of neuromuscular, skeletal and movement-related functions," and, "violation of urinary function," approximately six-months after implantation of posterior instrumentation at l4 to l5 with an unspecified plif peek cage and xia 3 implants. The patient has since been assigned disability status. This report captures the unspecified xia 3 implants.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient experienced "violation of neuromuscular, skeletal and movement-related functions," and, "violation of urinary function," approximately six-months after implantation of posterior instrumentation at l4 to l5 with an unspecified plif peek cage and xia 3 implants. The patient has since been assigned disability status. This report captures the unspecified xia 3 implants.

Manufacturer narrative:
Corrected data: b2, b5. Additional data: d1, d4, g4, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient experienced "violation of neuromuscular, skeletal and movement-related functions," and, "violation of urinary function," approximately six-months after implantation of posterior instrumentation at l4 to l5 with an unspecified plif peek cage and xia 3 implants. The patient has since been assigned disability status. Revision surgery has been performed. This report captures the first of four xia blockers.